Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the permanent procedure on (B)(6) 2018, the physician implanted lead at t8 vertebral level and tested for neuromonitoring. All tests were successful but when the physician was creating a ipg pocket, the motor responses were incorrect indicating compression of the spinal cord. As such, the lead was removed and laminectomy was performed at t8-t10 to relieve pressure on the spinal cord. MRI showed no spinal cord damage or injury. Reportedly, the procedure was abandoned.